Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information obtain:.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture associated with a dislodgement. It was suspected that the cause could have been a twiddlers syndrome. No additional adverse patient effects were reported. No additional adverse patient effects were reported.